Event description:
It was reported that pump displayed malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump without contacting support, malfunction code did not recur after reset, and customer continued using pump with no additional actions reported.